Event description:
Customer called to report the insulin pump alarmed for motor error during the rewind process. Blood glucose reading was unknown at the time. The customer stated the insulin pump was not dropped or bumped prior to the alarm. The insulin pump was not exposed to a strong magnetic field. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.